Event description:
Voluntary medwatch received from FDA - report #: mw1041424. The pt reported via voluntary medwatch, the pump implanted in 1999 worked well until late 2005 to early 2006 when he experienced pain and spasticity. The pt reported that the "withdrawal" episodes required visits to the emergency room as well as to the pain clinic. The pt was told by nurses at the pain clinic that his pump was "working fine" and everything was okay. The dose of the unk medication in the pump was increased several times with little relief. The pt also reported difficulty sleeping due to the pain and "falling episodes" with subsequent injuries due to the falls. An MRI to evaluate "pump catheter" was ordered by the pt's general practitioner; it is unk if the MRI was performed. Follow-up is not possible as no pt identifiers were provided with this report.